Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05747. It was reported the patient had experienced heating at the ipg site since being implanted. The heating occurred whether recharging or while stimulation was on or off. The patient also experienced inflammation at the ipg site. Cultures were taken to check for an infection at the ipg site and the results came back negative. The patient treated the ipg site with ice packs. As a result, the patient's scs system was explanted. Inflammation and heating at the ipg site resolved after the patient under went surgical intervention. It is unknown if an sjm representative was made aware or in attendance. The explanted product will not be returned to sjm. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.